Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable set was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported from the seam of the heater bag line of the amia cassette, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd system during peritoneal dialysis therapy. This alarm occurred during set up. During troubleshooting, it was discovered that there was leak from the seam of the heater bag line of an amia cassette set. It was verified that the patient properly tightened the connection before the therapy started. No damage noticed on the supplies. Renal therapy services (rts) advised the patient to start over with new supplies. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.